Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the sensor did not have a cannula and that did not work. When they tried to pull it out of their body, it pulled the needle and the cannula came out but did not leave the site portion on the body. The sensor when they removed it did not connect and when they removed it there was no cannula. Customer's blood glucose level was not reported. The sensor was not returned for analysis.